Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Follow-up with the complainant has been conducted for the lot number and this information is not available.

Manufacturer narrative:
Additional narrative: added UDI information below. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.(B)(4).

Manufacturer narrative:
Based on the information received and the investigation performed, the root cause of the need for revision was undetermined. The customer did not report a device defect. It is not possible to determine if there was a manufacturing fault. No corrective action is required. Post market surveillance is per (B)(4). The complaint shall be closed with an undeterminable cause. Should further information become available then the complaint may be investigated further. The returned products will be retained in secure storage area for future reference.

Event description:
On (B)(6) 2014, a revision took place on the grounds of a possible pseudo tumor that the MRI image suggested because the patient who had undergone the primary surgery of tha with the s-rom-a / pinnacle implants on (B)(6) 2007 were feeling something unpleasant in the hip. The surgeon replaced the metal liner, the stem, and the head with the marathon liner, the new stem, and the delta ceramic head respectively. The complainant is hoping to identify the underlying cause, with the help of this investigation including sem / edx, cmm and redlux. The targets of the investigation that the surgeon has requested are as follows: 1.black particles around the liner, the stem and the head; 2.the sliding surface of the head and the liner; 3.the liner¿s taper lock; 4.the interlocking mechanism of the head and the stem neck.